Event description:
It was reported that the patient experienced a low glucose reading of 39 mg/dl on a dexcom g7 sensor while using the ilet, leading the partner to treat with soda; subsequent syncing indicated intermittent cgm connectivity, and a later fingerstick measured 183 mg/dl while the sensor read about 90 mg/dl, after which the agent assisted with entering a manual blood glucose to calibrate the sensor. Investigation included user interview and device data review. Investigation of this case revealed discordance between cgm and capillary measurements and intermittent cgm communication. Symptoms included drowsiness/sleepiness associated with hypoglycemia. Outcomes included the need for oral glucose administration and troubleshooting guidance. It was concluded that the cause of the hypoglycemia report was unclear and that education on confirmatory fingerstick and calibration was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.